Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not providing alarms; therefore, customer was unaware that cartridge had run out of insulin and pump had shut down. Customer's blood glucose (bg) level was 800s mg/dl. Customer called an ambulance and was taken to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and was treated with intravenous fluids of saline and insulin. Customer was discharged 5 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.